Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's display and connector were broken. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the display (though a distinction was made that it was the lens and not the display itself) and connector being broken, the ventricular patient connector was broken. It was additionally noted that blood residue was noted in the battery chamber as well as on several parts on the backside of the device and the heart wire contacts. The block contact of the heart wire was missing two screws. The device and battery contacts were to be cleaned and all mentioned parts replaced, and the device retested however the customer did not approve the repairs and it was requested that it be returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.